Event description:
Info was received that reported a pt had been seen in the ER for an incident of hyperglycaemia. The pt's blood glucose had been running high for 2 days prior to the ER visist. It was reported that the day before the pt's blood glucose was 400 in the am, at school it was 430, after lunch was 199 and was back up to 400 after school and was down to 250 at 2300. When the pt awoke the next day it was over 500, that is when the family member decided to go the ER. The reporter stated that she had changed the set out completely 6 times over the past several days, opened a new vial of insulin, and replaced the cartridges. Reportedly there were no pump alerts or blockage alarms given, and denies any recent illness or other physical changes. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.